Event description:
Physician was shocked by bovie during a case. He came out and informed the charge nurse. He finished his day of cases. Valleylab bovie: physician complained that he felt a small zap when he touched the bovie to the instrument. He stated that his insulated instrument may have a micro hole. We inspected the instrument. When physician complained about it, we immediately removed the esu (electrosurgical unit).